Event description:
Healthcare professional reported deflation of saline device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.4, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, flat creases, device to be underweight, and around 50-75% of the shell is missing. A microscopic analysis was performed which identified a broken shell with a striated edge on the radius. Based on the device analysis the final assessment is: missing shell that is assessed as inconclusive. Broken shell with striated edge assessed as surgical damage.

Event description:
Healthcare professional reported left-side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. Device remains implanted.